Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had dislodged and was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope/near syncope symptoms. It was noted the right atrial (ra) lead experienced atrial undersensing and far field r-wave (ffrw) oversensing. It was further noted that the right atrial (ra) lead had experienced high thresholds within one month of implant. It was noted the patient was receiving radiation therapy; however, the location of the therapy was not known. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.